Event description:
It was reported, carbon fiber handle was over flexed. A small crack was heard and then friction fit technology no longer functioned. Was not a problem in surgery but friction fit technology no longer works with triple sleeve. Instrument was removed from tray once the defect could be verified after surgery.

Manufacturer narrative:
Add'l info has been requested and if received, will be provided on a supplemental report.